Event description:
System died twice during a cath procedure. The first time the visub substsem shut itself off with the catheter in the right carotid with a 90-95% stenosis, the left was 99% occluded. Physician had to wait until re-boot was completed in order to continue the procedure. The system was re-started and the examination continued. While the catheter was across the aortic valve to obtain an lv gram, the patient experienced a ventricular tachycardia (vtac). The system shut-down during the vtac. The system was re-booted and the catheter removed from the aorta. No reported patient injury.